Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported the system gave an incorrect reading when toggling from high to low infusion. Event details and patient impact are unknown.

Manufacturer narrative:
The company service representative examined the system, and was unable to replicate the reported event. The company service representative found system message (sm) ¿noisy calibration flow readings. Intraocular pressure (iop) control functions will be disabled. Please re-prime¿ was in the event log. The company service representative noted this sm may have caused confusion and lead to customer thinking infusion was not working correctly. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).